Event description:
Pt was here for a liver biopsy. The first pass was done with a 16 gauge argon biopince full core biopsy instrument lot number 11310524, expiration date 5-2-23. When the biopsy device was taken out of the patient, radiologists noticed that the biopsy device had splayed at the end. The device was photographed and thrown away. The second pass was done uneventfully with a 16 gauge bard biopsy device. The patient was taken to the rpu where she remained for the 4 hours and was discharged without any event. FDA safety report ID# (B)(4).